Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 436 mg/dl at the time of incident. Troubleshooting found that there was a block on the display and assisted customer to clear it. Customer indicated that the pump is working fine and declined troubleshooting for the high blood glucose.